Event description:
While using a byte night aligners, patient was examined by their dentist. The patient will now be under their dentist care for their orthodontic treatment. The dentist evaluated the patient and their occlusion. Certain procedures are required for the patient which can only be delivered by a doctor. This includes placing of attachments, ipr, frequent clinical check-ins and etc. The byte treatment cannot deliver this treatment. Dentist recommends patient must cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.